Event description:
Healthcare professional reported right side rupture and exchange. Healthcare professional later reported capsular contracture, baker grade I. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed two openings on the anterior side assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the device. No other observations observed, no further actions are required. Additional, corrected and/or changed data: d.1, d.4, d.9, h.3, h.4, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and exchange. Healthcare professional later reported capsular contracture, baker grade I. Device explanted and replaced.